Event description:
Info received indicates the head of bed is not going down.

Manufacturer narrative:
The accounts engineering was able to get the head of bed functioning by switching cables in the control box. Head of bed not going down because the control box is not working. The account replaced the control box to repair the bed.